Event description:
According to the complaint the hospital reported, on (B)(6) 2025, after performing an arterial blood draw and proceeding with the blood analysis, the pco2 value was found to be higher than normal. The blood gas values were inaccurate, which could affect the diagnosis of the patient's condition. It is necessary to redraw the blood and use a different blood gas analyzer for testing. New information received 14feb2025: at 1:10 am on (B)(6), using (B)(6), the patient sample test result showed pco2 106 mmhg. The customer believes this result does not match the patient's clinical presentation. At 1:17 am on (B)(6) using (B)(6), another analyzer at the hospital tested the same sample and obtained a. Result of 33.9 mmhg. The engineer reported that before the customer tested the sample, (B)(6) had already failed pco2 calibration and qc with error codes 0377 and 0589. As a result, the solution pack (sp) was replaced for the customer. New information received 26feb2025: service dump recieved.

Manufacturer narrative:
The radiometer investigation has concluded that the cause for the pco2 measurement is measure higher than normal for the period where the incident happen is due to a damaged pco2 sensor. The damaged pco2 sensor is detected by calibration and the automatic quality control performed at the abl90 and is flagged with a ?.

Event description:
According to the complaint the hospital reported, on (B)(6) 2025, after performing an arterial blood draw and proceeding with the blood analysis, the pco2 value was found to be higher than normal. The blood gas values were inaccurate, which could affect the diagnosis of the patient's condition. It is necessary to redraw the blood and use a different blood gas analyzer for testing. New information received 14feb2025: at 1:10 am on (B)(6) 2025, using (B)(6), the patient sample test result showed pco2 106 mmhg. The customer believes this result does not match the patient's clinical presentation. At 1:17 am on (B)(6) 2025, using (B)(6), another analyzer at the hospital tested the same sample and obtained a result of 33.9 mmhg. The engineer reported that before the customer tested the sample, (B)(6) had already failed pco2 calibration and qc with error codes 0377 and 0589. As a result, the solution pack (sp) was replaced for the customer.